Event description:
Ge telemetry arr suspend notification occurred. The arr suspend notification was not recognized for approximately 15 minutes delaying patient interventions. FDA safety report ID# (B)(4).